Manufacturer narrative:
Follow-up #1: date of submission: 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed a no power event however the black box did show a cs 052 alarm. The pump reboots were observed in the clearing of a cs 052 error per normal operation. The pump powered with the returned battery cap. The battery cap was able to fully tighten and measured within specification. The battery compartment was found to be intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power or a cs 052 alarm¿ were not duplicated during investigation. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.